Event description:
It was reported that there was a nasogastric tube bulging. No other information provided.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. When flushed, the part of the tube that had expanded was seen forming a ballooning shape again. No substances were flushed out of the tube after a couple attempts. The ballooning identified approximately between 40-45cm marking. The entirety of the tube appeared slight discoloration. At 44cm marking location, the tubing appeared to have expanded to form a ballooning on the tube. When inspecting under magnification there were thin layers of the material noticed on the expanded portion of the tube. It was impossible to check both breaking points due to the tube being intact still and not torn or rupture. When feeling the tubing further down, at the 40cm marking, hardened feeling was felt on this area. The tubing was cut and opened to inspect the inner surface of tubing walls. From 40cm marking until bolus end tip, light brownish paste looking substances were stuck inside the tubing. The material residue was cleaned, flushed through with tergazyme and water. Under magnification, after dissection, tubing was inspected and did not see any excess embedded material. A root cause has not been established. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.